Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were not detected on bus. A field service engineer found that the integrated main drawers 3.1 and 3.2 were not detected on the bus. The back panel was removed to inspect the indicator lights on the boards, and it was observed that not all lights were active on the module control board. The module control board for drawer three was replaced, and the station was restarted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, multiple drawers and cubies were not detected on the bus. The customer attempted recovery, but the system continued to indicate that maintenance was required. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.